Event description:
On (B)(6)/2009, pt's sister reported the pt's site "comes off" after a day or so. She stated "he can't keep it on." Sister reported she thinks it has to do with his site area. She stated "he may be inserting into an area where his activity level affects the site staying in." Submitted request for add'l training. On (B)(6)/2009, clinical specialist reported she spoke to pt and will meet with pt on (b)6)/2009 at physician's office. On (B)(6)/2009, clinical specialist called while she was meeting with pt and provided him with tape, adhesive dressing and advised on a different infusion set to help with the sites staying on. No physiological effects were reported. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.